Manufacturer narrative:
The initial report was submitted with incorrect information in sections. The correct information has been added with this report.

Manufacturer narrative:
Please disregard the initial and supplemental reports. Both were created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 408 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of high blood glucose customer treated with insulin pump and manual injection. The customer also state that there was no needle at the site and also insulin pump will be replace due to motor error. The customer state that drive support cap appears normal. The insulin pump will be return for analysis.